Event description:
A home patient (hp) contacted global technical services requesting assistance with starting over with new supplies on the home choice (hc) machine. The hp explained he may have contaminated the patient line connecting the extension line and wanted to start over with new supplies. The technical service representative had the hp cycle power to start over with new supplies. A follow up with the care giver (cg) was done by phone. The cg said they were told by baxter not to take any chances and to start over with new supplies. Per the cg, they set up with new supplies and the hp continued therapy without any problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of an overinfusion. The root cause could not be determined. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that six single day infusor devices overdelivered during use. This is report number 1 of 6. There was no patient injury or medical intervention reported. No additional information is available at this time.